Event description:
Procedure type: unk. According to the reporter: during surgery, it was noted that a piece of inner blue ring of the versastep plus trocar was missing, approximate size of the missing piece appears to be 1 to 1.5mm. No pt injury was reported. Add'l info was requested, however none has been rec'd as of yet.

Manufacturer narrative:
(B) (4). This incident was also reported to the FDA by the account. (B) (4)